Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and on (B)(6) 2007 and mesh were implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that she experienced pain, recurring incontinence, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/08/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui & pop. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui & pop. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent pubovaginal sling mesh revision due to mesh exposure and dyspareunia secondary to #1. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.